Manufacturer narrative:
Device was returned on 6/14/19 and investigated. The investigation results are as follows: the complaint about low bgl reading could not be confirmed. Due to the condition of the device upon receipt, the device evaluation could not be performed. The root cause could not be determined as the complaint could not be confirmed.

Event description:
The (B)(6) called to inform us that the patient contacted her yesterday to advise he had an alleged low blood sugar reading of 68. Patient's wife called the emts who gave him IV glucose and he was taken to the hospital and is being discharged (B)(6) 2019.